Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the act button on the insulin pump was no longer responding. Mother stated that the daughter was getting out of the pool and noticed that they were having trouble resuming the insulin pump using the act button. Customer mentioned having a motor error alarm previously. Customer's blood glucose reading at the time of the incident was 400 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during bolus delivery due to moisture damage on the force sensor resistor. No unexpected battery icon anomalies noted during our testing. The insulin passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test and prime test. The operating currents are within specifications. The motor was tested outside of the device and passed. All buttons function, no damage to keypad traces and the connector on the lcd board was not unlocked during our visual inspection. The insulin pump had minor scratches on lcd the window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.